Event description:
It was reported that a small volume folfusor experienced an overinfusion of more than thirty percent above the expected rate. The folfusor was filled with 87.4ml fluorouracil in 28.6ml glucose 5% with the expected flow rate being approximately 2.5ml per hour for 46 hours; the folfusor emptied in 30 hours. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14c003 was manufactured between march 31, 2014 and april 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit and the device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.